Event description:
Two screws were "backing out" after back surgery. Legs were giving away and rptr would fall. He was in terrible pain, "couldn't sleep," and was in a terrible depression, to the point of suicide. Still in pain, but not as severe as when he had the screws. Was not told about them. Had to have them removed 11/6/91, numbness in leg, sharp, and shooting pains.